Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a healthcare provider regarding a patient who was implanted with an implantable neurostimulator (ins). Poor communication screen seen when trying to sync to the ins with and without the antenna today. Pt claims to still feel stimulation but reported last time she saw rep that she was having issues with the ins staying on. Last time pt checked ins with pt pgmr was about 6 months ago. Reviewed potential that ins may or most likely be at eos.